Event description:
It was reported that patient had high blood glucose levels which was treated with correction injection via multiple daily injections and correction bolus via pump and also reported bruising and small dry blood at infusion set insertion site (mdi) on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.